Event description:
Received a notice of a recall on freestyle lite blood glucose test strip. I used the test strips with lot number 1358060 - exp 2014/09 (100 test strips). I would like to be reimbursed for these strips. Please let me know if I need to provide any further information. Thank you (B)(6). Reason for use: check blood glucose level daily.